Manufacturer narrative:
Returned device was received with minor scratches on lcd lens screen. No evidence of reported problem in event log was found. During the evaluation of the device air in line error was verified, duplicated and repeated. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a faulty air in line sensor. There was no reported adverse event.